Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have been running between 600mg/dl and 700mg/dl. The customer states they treated with manual injection. The customer's blood glucose level at the time of incident was 579mg/dl. Troubleshoot was conducted. The customer was assisted with a set change, and no further assistance was needed.